Manufacturer narrative:
Off-label - pre-existing keratoconus - user error. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vtich13.2 implantable collamer lens of +4/+6/60 (sphere/cylinder/axis) was implanted into the right eye (od) of a patient's with pre-existing keratoconus on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to refractive surprise. Cause of the event was user error. Reportedly, "incorrect input into ocos. Cylinder should have been -5.5 but was instead put in as 5.5 which defaulted to +5.5 for calculation." The problem was not resolved. The reporter stated, "no icl in eye," and "will allow the eye to settle post explantation, will remeasure biometry and refraction after eye is stable for future implant."